Event description:
As reported, the balloon of a 9mm 4cm 190 saber x radianz percutaneous transluminal angioplasty (pta) dilatation catheter ruptured in a contralateral iliac case. The procedure was successfully completed using the same size saber x radianz pta dilatation catheter. There was no reported patient injury. The target vessel was reported as severely calcified. The device was stored and prepared according to the instructions for use (IFU). There was no difficulty removing the sterile packaging components. The device maintained negative pressure during preparation. The contrast-to-saline ratio was not provided. The same indeflator was used successfully with other devices. No anomalies were noted during inflation with positive pressure. The device was inflated to 8 atm before the anomaly was noted. The indeflator gauge indicated a loss of pressure when the anomaly was noted. The device was removed easily from the patient and remained in one piece during removal. The device was discarded at site.

Manufacturer narrative:
A product history record (phr) review of lot 82353929 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.